Event description:
In 2001, a gore excluder thoracic endoprosthesis was implanted. Follow-up computed tomography scans revealed that the device had ruptured. A type iii endoleak was identified and attributed to multiple wire fractures. In 2007, the physician re-lined the gore excluder thoracic endoprosthesis with another endovascular stent. It was reported that the patient is doing well.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. Results: the review of the mfg paperwork verified that this lot met all pre-release specifications.